Event description:
It was reported that the user experienced hypoglycemia after announcing a lunch as ¿more than,¿ followed by postprandial hyperglycemia up to 362 mg/dl and subsequent low blood glucose (40 mg/ dl, with out-of-range glucose for approximately six hours; the ilet alerted for high/low glucose, and the episode was self-managed with oral carbohydrates including four capri suns and a peanut butter and jelly sandwich. Symptoms included hyperglycemia, hypoglycemia, convulsion, and blurry vision. Outcomes included temporary functional limitation without need for external assistance or medical intervention. Investigation included troubleshooting and user education regarding correct meal size announcements. Investigation of this case revealed user error related to incorrect meal entry that likely resulted in excess insulin delivery and subsequent hypoglycemia. It was concluded that the device functioned as designed and the event was attributable to user meal announcement error. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.